Event description:
During prep for a ptca treatment procedure the nc ranger balloon drew air during the negative prep. The device had no contact with the pt. No pt injury or procedural complications were reported.